Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-aug-2025 ¿ during setup following a factory reset, the end-user and support team attempted to fill the tubing before completing the ilet setup sequence. The device became stuck at the fill tubing step, the touchscreen was unresponsive, preventing further use. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.